Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the evaluation of the returned device, the root cause was unable to be determined. The foreign material was a single use rubber cap. The customer did confirm the cap got stuck. There was no deviation from instructions for use in reprocessing steps for the biopsy channel. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material clogged from the distal end of the biopsy channel. There were no reports of patient involvement.